Manufacturer narrative:
Implant date: estimated as 45 days prior to the aware date. Date of event: estimated as the aware date.

Event description:
It was reported that a hole in the fabric of the closure device was suspected. A left atrial appendage (laa) closure procedure was performed. At the 45 day transesophageal echocardiography (tee) follow-up, a 2.1mm leak "through the fabric" of the 30mm watchman flx delivery system was suspected. No patient complications occurred.